Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed error code 1260 on power up and had a crack on the front and rear case. Per reporter, this event occurred during testing. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The reason for return is not related to a past service. Visual evaluation found rear/front housing were cracked on top and bottom, air detector was discolored, and ac connector, dose connector, downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seal were contaminated. Unable to download in the event history logs due alarm message error code 1260 on the pump display. Customer problem that device alarms error code 1260 on power up was duplicated. Found microprocessor unit (mpu) board battery contact lead was pulled off, causing alarm message and displayed error code. Replaced mpu board to correct the issue. The device passed all functional tests after the repair.